Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that white granules were noted on the wire. During unpacking, some white granules were found attached on the 330cm rotawire¿. The wire was then considered defective and was not used. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the device was initially received in coyol however, a foreign matter was observed attached to the guidewire while it was inside the hoop. The device was then sent to maple grove for further analysis without decontamination process done to avoid the loss of evidence and to analyze the foreign matter as it was. The device was then sent back to coyol where it was received inside the hoop. The wire was then removed from the hoop and was inspected again; however, no foreign matters were observed. The guidewire had a kink in the body located approximately at 54.1cm from the proximal end. Dimensional inspection noted the measurements of the device were within specifications. The device was analyzed using a fourier transform infrared spectroscopy (ftir) which noted that the foreign matter found on the guidewire possibly was the lubricant used to reduce the friction during the removal of it from the hoop. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design: product enhancement as the device met the designed specification however a modification would improve performance, function or appearance of the product. (B)(4).

Event description:
It was reported that white granules were noted on the wire. During unpacking, some white granules were found attached on the 330cm rotawire¿. The wire was then considered defective and was not used. The procedure was completed with another of the same device. No patient complications reported.